Manufacturer narrative:
This follow-up MDR is created to document the explant date and conclusion of the investigation. The device was not received for evaluation as the device was discarded. Without the benefit of analyzing the device quality cannot confirm any observations or comment on the condition of the product. If the device become available, or additional information is received, the complaint will be re-evaluated according to procedures. As no lot # was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted

Event description:
According to the available information, the pump sticks. The pump would not work in the office, under anesthesia. Once it was removed from the capsule it worked fine. The pump was replaced.